Manufacturer narrative:
Additional information was received that the patient was able to walk around much better now.

Event description:
A report was received that during a revision, when the physician inserted an instrument into the epidural space in an attempt to clear the space, the patient lost motor function of the lower extremities. It was believed that it was not related to the device but to the procedure.

Event description:
A report was received that during a revision, when the physician inserted an instrument into the epidural space in an attempt to clear the space, the patient lost motor function of the lower extremities. It was believed that it was not related to the device but to the procedure.